Event description:
Due to the design, when patients are getting down from the gurney, they are sometimes getting their pant legs caught up on the metal piece that sticks up from the casters, causing them to fall. It is realized that this is an older model, and that the newer models have a different design, but it is felt that there should be some sort of manufacturer "fix" to these products that are still in use. We would recommend a recall of the older models.====================== health professional's impression======================poor design. A 2-3 inch metal bar sticks up from the bottom caster wheels. When patients exit the gurney (even though they are supposed to exit from the middle of the gurney) they get caught on this part of the gurney.====================== manufacturer response for ultrascan table, ultrascan table======================they had reserched it in the past but were unable to reproduce it.